Event description:
An endovascular stent with delivery system was successfully advanced to the unidentified target lesion site. Upon the initial inflation attempt, the delivery balloon burst (atmosphere of pressure unknown) leaving the stent partially expanded at the target lesion site. The delivery system was withdrawn from the pt without complication. An add'l balloon catheter was used to fully expand the stent at the target lesion site. There were no clinical sequelae reported relative to the event.